Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and tandem technical support assisted the customer with clearing the alarm. After filling another cartridge with 200 units of insulin, a minimum fill notification was received. Customer added additional insulin to the cartridge to resolve the minimum fill issue. Customer's blood glucose was 221 mg/dl.